Manufacturer narrative:
Follow-up # 1 date of submission 1/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 1/14/2016 with the following findings: the battery cap was not returned with the pump therefore a test battery cap was used to complete the investigation and it was able to secure to the pump. Unrelated to the initial complaint, it was observed that the battery compartment was cracked at the threads above the bumper and below the bumper at the case seal. Also unrelated to the initial complaint, it was observed that the display screen was dim and faded.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the customer was unable to remove the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.